Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined the cause of the reported event to be the third party usb (ositech) data cable that was plugged into their device's system connector. The cable was removed from service and after proper operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to transmit data to a tablet. The customer advised that a third party usb data cable was connected during the reported event. There was no patient use associated with the reported event.